Manufacturer narrative:
The two reported 2.0mm cannulated screwdriver shaft, manua, were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two 2.0mm cannulated screwdriver shaft, manua (part number 316-1120, batch number 1047354) were examined visually under magnification. One lobe (sample one) of the cruciform was separated from the driver tip. Three lobes (sample two) of the cruciform were separated from the driver's body. None of these parts were returned with product. The fractures occurred on the thinnest cross surfaces of both driver tips. The date of manufacturing was february 2012. Based on product life and the overloading events during product life this may have contributed to these fractures. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 1 of 3) it was reported during surgery, the surgeon planned to replace the fusion screw with a different length screw. The surgeon inserted the wire and used the appropriate driver to remove the screw when the driver snapped at the tip. The surgeon used a second screwdriver, and it snapped at the tip as well. Both driver tips were removed from the patient. It was also reported that the surgeon decided to leave the screw in the patient and change his post-op protocol. The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 2027754-2024-00044.